Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving two calibration errors and a change sensor alert. Customer also experienced sensor glucose versus blood glucose differences. Customer's blood glucose was 128 mg/dl. Customer also had blood glucose of 50 mg/dl and 80 mg/dl. Customer declined troubleshooting. Customer was advised that sensor would be replaced.